Manufacturer narrative:
Based on the information received, clinical evaluation confirmed the reported type iiia (complete aortic component separation) sac growth and secondary endovascular procedure. Clinical evaluation was unable to determine device, user, procedure, or anatomy relatedness of this complaint based on the information shared with endologix to review. Additionally, procedure related harms for this complaint could not be determined based on the information shared with endologix to review. The final patient status was not reported. A root cause for the reported events cannot be determined. The devices remain implanted in the patient and will not be returned; therefore, device evaluation will not be completed. The review of manufacturing lot confirmed all devices met specifications prior to release. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety. Outcomes atributed to adverse event correction. Initial reporter correction.

Event description:
Additional information was received, reporting that on (B)(6) 2018, patient was relined with an additional main body and two proximal cuffs to resolve the type iiia endoleak. Re-intervention on 01/31/2018, was performed by dr. Alfred harding at st. Vincent's medical center. No additional event or patient information is available.

Manufacturer narrative:
Endologix will continue to investigate the reported event. The patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. A final report will be submitted once the investigation of the reported event has concluded.

Event description:
An afx bifurcated stent graft was implanted to treat an abdominal aortic aneurysm. The patient presented emergently to the hospital with mild abdominal discomfort and an enlarging aneurysm. A CT revealed a type iiia endoleak with separation of the proximal extension and the main body. Physician is planning to reline the main body using another afx bifurcated graft and proximal extension, however, it is unconfirmed if the reline has already happened. As of the date of this report, there have been no additional patient sequelae reported.